Event description:
It was reported to philips that during preventive maintenance (pm), the remote alarm test failed. There was no patient involvement or harm. This event was reported to have occurred during pm. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the cpu pcba has a broken remote alarm jack and the remote alarm test failed. The rse provided the part number for the cpu pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the cpu pcba and asked the rse for help inputting the option codes. After inputting the codes, the customer stated the screen was dim but was able to resolve it by adjusting the screen settings, so there was not a malfunction. The device then gave error code 1102 for a primary alarm failure and the rse provided troubleshooting tips. The customer decided to send the device to a third party repair service since the cpu pcba did not resolve the issue, and further information is unavailable. The resolution and disposition are unknown. Based upon the information provided, root cause cannot be determined in assessment of this complaint due to lack of further information furnished by the customer.